Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an elective ipg replacement procedure on (B)(6) 2020, it was determined that the patient's lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead and anchor were explanted and replaced. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.